Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported perforation may have been procedure related. Per the IFU, perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure a perforation of the right iliac vein occurred. When the sheath was being introduced over the guidewire resistance was noted. The guidewire perforated the right iliac vein, followed by the sheath, which was confirmed by an angiogram. Vessel repair surgery was performed to stabilize the patient and the procedure was not completed.